Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The patient reported via phone call that her insulin pump alarmed failed battery test. She was unable to clear the alarm due to an unresponsive act button. The patient's blood glucose at the time of incident was 82 mg/dl. Troubleshooting did not resolve the issues. The insulin pump will be returned for analysis.